Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at four atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid right coronary artery. The phyusician used a 6f terumo introducer sheath for vascular access, a medtronic launcher guide catheter and a getz route guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon of the same type and size to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.